Event description:
Two hand controllers were in packages marked as "sterile", but had not yet been sterilized. These hand controllers were intended to be used as engineering samples. Company discovered that the two hand controllers were inadvertently removed from an engineer's desk and taken to a facility to be used during demonstration procedures. The hospital was notified. No injury or adverse effects occurred.